Event description:
Information received indicates the left siderail will not latch.

Manufacturer narrative:
The technician found the shoulder bolt broken off in the latch. The technician replaced the shoulder bolt to repair the bed.